Event description:
It was reported that insulin pump zeroed out when batteries were changed. During troubleshooting, alarm history showed "signal too low" alarm and an "unexpected restart" alarm. Customer's blood glucose was 8.1 mmol/l. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test and a21 error test. No a17 or a21 alarm noted during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.